Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation is ongoing.

Event description:
It was reported that the patient was implanted a revitan dist. Curved 18/200 on an unknown date. The patient was revised on (B)(6) 2015 due to breakage.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. No trend identified. Review of incoming information: it was reported that the stem of the patient (140kg) was broken without any reason. Received product information indicates that revitan stem manufactured by zimmer biomet was combined with competitor products (hilock cup and inlock insert manufactured by symbios).the used material combination is not tested and validated by zimmer biomet. The applicable IFU (B)(4) states the following on page 2: "only authorized combinations should be used..."; "to determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer biomet sales representative or visit the zimmer biomet website: www.productcompatibility.zimmer.com. It is the responsibility of the user to make sure that the systems are compatible" technical investigation: the hip prosthesis was revised after approximately 2 years and 4 months in vivo due to a stem fracture. The revitan stem is fractured at the connection pin due to fatigue in the area not blasted just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part a very small, half circumferential stripe running from lateral via anterior to medial revealing mostly smeared metal could be observed. It is assumed, that the stripe developed probably as a concomitant. From the bone ingrowth seen on the revised parts, it is assumed that the distal part was well fixed at least in its distal half. According to the bmi scale the patient is classified as obese grade ii (bmi 35-40) [1]. There was no information provided about the patient's mode of life and at what occasion the fracture was discovered. The x-rays do not show any obvious changes during the approximately one year followup. However, starting from the junction height between the proximal and the distal stem part there is no bone visible on the medial side. Therefore, it is assumed that the stem did not have any proximal medial bone support. It is hypothesized that the latter in combination with the patient's overweight contributed mainly to the fracture as no defects could be detected on the fracture surfaces. It is unknown to which extent each factor including the off-label use combination, influenced the failure of the stem and if there were other undiscovered factors. Based on the results of the technical investigation, we were not able to identify a specific root cause for this issue. However, since zimmer biomet product was combined with competitor products (hilock cup and inlock insert manufactured by symbios) the used product combination is considered off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Supplemental information was received on august 19, 2015. According to the provided information, the current situation reflects an off-label use, i.e. Contraindicated use as described in zimmer's instruction for use. There is no indication for a product failure. As soon as additional information and/or investigation result become available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted a revitan dist. Curved 18/200 on (B)(6) 2013.